Manufacturer narrative:
The lead under complaint was not returned for analysis. The quality documents accompanying the manufacturing process for this lead were re-investigated. All production steps were performed accordingly. There was no indication of a material of manufacturing problem.

Event description:
It was reported that this lv lead was explanted due to pacing impedance out of range (greater than 3000 ohms) approx. 48 months after the implantation.